Event description:
During a procedure, a blood leak was from the sideport tubing. The sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. There were multiple bends throughout the dilator tubing and sheath tubing. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.